Event description:
Patient was having a leadless dual chamber permanent pacemaker inserted. Physician opted to abort right atrial component placement. When attempting to retrieve the component, multiple attempts had to be made due to difficulty capturing component in a coaxial manner. Component was able to be removed without injury to the patient. On examination, the delivery sheath and ra component attached via nitinol tether system. When the component was pulled, it came free from the delivery sheath with approximately 6 inches of tether still attached. The end was unspooled from tether remaining inside sheath.